Event description:
The user facility reported a 58-year-old female was implanted with an impella cp device for mechanical circulatory support. The complainant reported that after being intubated earlier in the day, the patient was escalated to impella 5.5 due to requiring multiple pressors and losing pules in the left foot. Impella cp was removed without difficulty and impella 5.5 was placed. The groin site was surgically closed to restore blood flow to the left foot.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The root cause of limb ischemia could not be determined as insufficient clinical details were provided.